Event description:
The customer contacted baxter's service center regarding a system error (se) 2097 and 2367, which occurred on the homechoice (hc) during dwell 1. The registered nurse (rn) cycled the power then the hc alarmed system error 2367 occurred, the rn cycled the power again and alarms cleared. The technical service representative (tsr) assisted the rn in reviewing programming as requested. The rn was told to start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn (B)(4) 2012 the regarding reported problem. The rn stated they will communicate with the nurse that called the alarms in and will provide this writer with an update. They stated it would be okay if this writer called back to obtain further information. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn (B)(4) 2012 the regarding reported problem. The rn stated no further information was obtained regarding the reported problem from the other nurse. The rn stated that the patient was able to continue with therapy fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.